Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous and arterial air alarms occurred during a routine hemodialysis treatment, which could not be resolved. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The disposable cartridge was not returned for evaluation. The exact cause of the air alarms cannot be determined. The user's guide states possible causes of these alarms as arterial access connection loose or disconnected, air in saline during priming, bolus or rinseback, or poor flow through the patient's access. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff was notified of the event and will provide additional training. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.